Event description:
The customer noticed smoke and a burning smell coming from a sonic console. Steris technician was paged and called back the customer, informing them that he would arrive on the morning of the 11th to service the unit. The inspection found both of the door switches, especially their covering of cloth tape, were burnt out. There was no sign of water that may have dripped onto the switches. The technician unplugged the unit from the receptacle, turned off the 2-pole breaker inside, and locked the unit.

Manufacturer narrative:
Regarding this issue, no fire department has been called, there was no injury and no medical attention was required. The steris technician who went on the site was dwayne besser and he was instructed on how to remove the door switches. A technical change (CT # 07056) has been established in 2007 to remove the switches as they are not necessary according to the norm 61010 because a key is required to access the electrical components. This action will restore the proper unit operation.